Event description:
Customer reported to beckman coulter, inc. (Bec) that the reagent compartment of the unicel dxc 800 synchron system leaked. Customer reported that there was a puddle of clear liquid that looked like water on both carousels and on top of every reagent. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the reagent vacuum valve was defective. The fse replaced the reagent "b" vacuum valve.

Manufacturer narrative:
(B)(4).